Event description:
International customer reported that a pt developed a superficial sternal infection at an unspecified time following surgery. The pt was prescribed antibiotics.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: monocryl(poliglecaprone 25) suture, coated vicryl (polyglactin 910) suture, vicryl plus antibacterial (polyglactin 910), and monocryl plus antibacterial sutures.